Event description:
Medtronic received info that this anastomotic device did not deploy correctly. During the procedure, the physician turned the knob to deploy the u-clips and commented the device felt "rusty". The device then deployed, but fired two clips across the vessel. There was concern the vessel was occluded; therefore, a probe was used to verify patency. While probing, the aorta was inadvertently perforated. The aorta was repaired and a second device was used to complete the anastomosis. The pt fully recovered from the procedure. The device was returned for analysis.

Manufacturer narrative:
Analysis: upon receipt, visual inspection did not reveal any abnormalities. The device was then examined under the microscope with no noticable irregularities. The deployment knob was removed from the device to verify the presence of silicone lubricant on the interfacing surfaces. Analysis confirmed the presence of adequate silicone lubricant. The device was re-assembled holding the deployment knob together by hand. The collar rotated with no friction or noticeable drag, and the legs retracted as designed. Analysis was unable to duplicate the reported "rusty." Conclusion: based on the info provided and analysis results, the cause for the "rusty" feeling while turning the deployment knob could not be duplicated. The pt's aorta was successfully repaired after inadvertent perforation by the user. The pt fully recovered from the procedure with no adverse effects. Medtronic will continue to monitor the field performance to detect similar events, should they occur.